Event description:
An impella cp was inserted via the right femoral artery to support the 59 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The only medical history was known renal insufficiency. The cp was inserted in the cardiac catheterization lab and then the team observed urine color had changed. The team did admit it could have been due to trauma from insertion. The pump was repositioned but, the urine color did not resolve. No intervention beyond repositioning was performed, no blood products given nor dialysis initiated. The hematuria occurred in a patient with known renal insufficiency. While on support the device functioned as expected, p-6 with 2.8 l/min flow with d5w with sodium bicarbonate in the purge solution. After 4 days the pump was successfully weaned and explanted.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Clinical narrative update 2026-6-25 due to lack of resolution the determination of hemolysis cannot be denied. The reported hematuria was a possible sign of the ongoing hemolysis. Clinical narrative updated 2026-6-15: further clinical details have been furnished regarding the patient's medical history and possible contribution to the urine color change. The urine did not clear with repositioning of the pump. The pump position was appropriate. The patient has underlying chronic kidney disease with acute kidney injury and the urine was slow at approximately 5-10cc/hr and red in color. Prior clinical narrative: an impella cp was inserted via the right femoral artery to support the 59 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The only medical history was known renal insufficiency. The cp was inserted in the cardiac catheterization lab and then the team observed urine color had changed. The team did admit it could have been due to trauma from insertion. The pump was repositioned but, the urine color did not resolve. No intervention beyond repositioning was performed, no blood products given nor dialysis initiated. The hematuria occurred in a patient with known renal insufficiency. While on support the device functioned as expected, p-6 with 2.8l/min flow with d5w with sodium bicarbonate in the purge solution. After 4 days the pump was successfully weaned and explanted.

Manufacturer narrative:
B5: added updated clinical rationale

Manufacturer narrative:
D9. Is device returned to manufacturer? And date device returned to manufacturer added. H6. Health effect - clinical code - removed hematuria (e1302) and replaced with hemolysis (e0303). The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D3 MFR fax number added.

Event description:
Clinical narrative updated 2026-6-15: further clinical details have been furnished regarding the patient's medical history and possible contribution to the urine color change. The urine did not clear with repositioning of the pump. The pump position was appropriate. The patient has underlying chronic kidney disease with acute kidney injury and the urine was slow at approximately 5-10cc/hr and red in color. Prior clinical narrative: an impella cp was inserted via the right femoral artery to support the 59 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The only medical history was known renal insufficiency. The cp was inserted in the cardiac catheterization lab and then the team observed urine color had changed. The team did admit it could have been due to trauma from insertion. The pump was repositioned but, the urine color did not resolve. No intervention beyond repositioning was performed, no blood products given nor dialysis initiated. The hematuria occurred in a patient with known renal insufficiency. While on support the device functioned as expected, p-6 with 2.8l/min flow with d5w with sodium bicarbonate in the purge solution. After 4 days the pump was successfully weaned and explanted.